Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited lead noise. Also, all therapies were inhibited due to the lead noise. The patient was brought into the clinic where upon interrogation it was discovered that the right ventricular lead exhibited low impedance and non-sustained rv oversensing. Lead noise with oversensing was recreated during isometrics. The patient did not receive any inappropriate high voltage therapy. No programming changes were made. The patient was in stable condition.